Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016 and replaced the evacuation bypass valve (ebv). The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported body fluid (bf) control failure on their iq200. Erroneous patient results were not reported by the customer and there was no change or effect to patient treatment in connection to the event.